Manufacturer narrative:
The insulin pump passed the displacement test. The pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The pump was unable to perform prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the insulin pump alarmed compromised force sensor system with other insulin pump errors. The patient¿s blood glucose level was 192 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.